Event description:
Failure of battery and circuit board of the pacemaker. The resulting higher impedance, combined with the fact that output had to be set at maximum due to the unstable pacing thresholds resulting in part to kidney failure and dialysis, caused the battery to become depleted prematurely.